Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) remoted into the machine and asked the user to recreate the issue. Further, the tss confirmed that the user was able to issue the medication without any issue. The system functioned as intended when the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini the user was unable to issue medication morphine 10mg/0.5ml sln pf syr to patient. The user also mentioned there was an error which mentioned about the items being skipped. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.